Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the deivce there was no video display. The complainant indicated that there was no patient involvement in the reported malfunction.